Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 211 mg/dl. The customer stated that they are unable to exit the preparing to prime loop. The customer reported that they had received a second series of beeps and numbers appeared on the screen. The troubleshooting was performed. The insulin pump will be returned for analysis.